Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sacrospinous incontinence procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the mesh carrier did not release from the shaft tip prior to implantation. The procedure was completed with another solyx sis system. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Examination of the returned solyx sis system revealed that both carriers release from the delivery device as intended. The mesh is slightly stretched on one side. In addition, analysis reveals no damage to the delivery device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sacrospinous incontinence procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the mesh carrier did not release from the shaft tip prior to implantation. The procedure was completed with another solyx sis system. The patient's condition at the conclusion of the procedure was reported to be stable.